Event description:
Patient was implanted with a new lv epicardial lead. The patient was stable before, during and after the procedure. The lv epicardial lead was implanted and numbers were fine during the procedure. However while moving the patient off the table, we noticed non-capture of the newly implanted lead and a drastic change in impedance. The physician had to put the patient back on the table and re-position the lead. Upon opening the incision, the doctor said that the epicardial lead was dislodged, which caused the non-capture. The lead had great numbers and everything was fine after finishing the procedure.